Event description:
Reporter indicated that vns pt experienced an increase in seizures above previous efficacy with the vns therapy system. The seizure increase was not above pre-vns baseline frequency. It had previously been reported that device diagnostic testing of the pt's device resulted in high lead impedance reading which prompted the treating neurologist to order x-rays. Upon review of x-rays, neurologist first believed that the lead connector pin was slightly out of the generator header, but then later indicated that he may have been mistaken. No further action was planned at that time because the pt was receiving the therapy as programmed, had not experenced a loss of seizure control and could still feel stimulation. It was later reported that the pt began to experience an increase in seizures over a few months time. There had been no changes in device programming, diet, medications or habit that may have contributed to the seizure increase. Evoked potential monitoring did not conclusively confirm a lead discontinuity, but review of x-rays by manufacturer did show two areas of concern regarding lead integrity. The vns therapy system was replaced. During replacement surgery, surgeon noted that the lead anchor tether was off of the nerve. Tissue covered the area of bifurcation at the anchor tether, preventing visual inspection of lead integrity at that location at time of explant. Lead break is suspected.